Event description:
Clinic notes dated (B)(6) 2013 were received which indicates that the patient is getting more seizures recently. Per the notes, the patient screams, then falls to the ground. Additionally, the patient has chest pain. Notes dated (B)(6) 2013 indicate the patient's vagus nerve stimulator on the chest is bothering him. The notes state that it is painful and tender in the left mid chest area. The patient was last checked a year prior per the notes; however, clinic notes dated (B)(6), 2012 were also received. These notes state that the patient complains of sharp pain near the implanted vns. It was stated that the device was supposed to be taken out for unknown reason; however, surgery has not occurred.

Event description:
Follow up with the physician's office found that the patient was experiencing a lot of pain. The patient was implanted with the vns for six years and had been in pain for six years. The relationship of the patient's increased seizures to baseline was that the seizures had increased more. The patient is having the generator explanted because of the increased seizure frequency, pain, and lack of efficacy. The patient had medication changes, but it was not the cause of the increased seizures, per the nurse. The physician did not know why the seizures increased, but stated that the vns did not do anything. The patient has only one seizure type. No other information was provided.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient's seizures decreased after vns settings were increased in (B)(6) 2013. It was noted that the patient has experienced four seizures the previous week and that the family agrees to replace the generator. It was noted that the vns was checked electronically and that the battery is dead. The patient was referred to surgery. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient has experienced an increase in seizures over the past three weeks. It was reported that the physician feels that the increase in seizures is related to a lack of vns therapy. It was reported that the generator was at eos - yes in (B)(6) 2014. It was reported that the patient wanted to wait before having the generator replaced because he wasn't sure if vns was doing him any good. It was reported that the pain the patient experienced was related to the presence of the device because it happened when the patient was sleeping and rolled over on it. Generator replacement surgery is planned, but has not occurred to date.

Event description:
Patient underwent generator replacement (B)(6) 2015. The explanting facility's policy does not allow returns and they discard the devices after surgery. Therefore, the explanted generator is not available for analysis.

Event description:
On (B)(6) 2015 clinic notes were received. Clinic notes dated (B)(6) 2014 indicate that the vns was unable to be interrogated and the patient was referred for generator replacement. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
(B)(4)

Event description:
Clinic notes dated (B)(6) 2014 were received. The notes stated that the patient had been having more seizures for the past month: the patient's mother passed away three months earlier, and since then, the patient was having more seizures. Two nights earlier the patient had five grand mal seizures lasting two minutes each and one hour apart.

Event description:
Clinic notes received on 10/23/2015 and dated 10/15/2015 state that he is having a seizure everyday. Replacement surgery is likely but still has not been completed to date.